Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed two openings on posterior assessed as an unidentified (tear) opening (shell thickness within spec). ¿ other-technical: no observed plug strap separated. Additional observations: ¿ crease fold observed on the device. ¿ red particles observed outside the device. No further actions are required as the device was implanted. Reason for reoperation: other-technical.

Event description:
Healthcare professional later reported "plug strap separated"-other-technical.